Event description:
A service tech from dealer reported that a jb-70 intra-oral x-ray unit, (B)(4), would generate an exposure on its own when the unit was turned on. The system could not make additional exposure unless it's powered off and on again.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.